Event description:
The customer reported that the buttons did not function properly and the shaver handpiece was intermittent. There was no report of injury or surgical delay.

Manufacturer narrative:
No medwatch was received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the customer's reported problem that the buttons did not function properly was confirmed. In addition, the handpiece was tested and found to activate on its own. There have been no reported injuries associated with this failure mode. A design change has been implemented for this failure mode. Conmed linvatec will continue to monitor this product for reported problems.